Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was aborted. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Customer stated to rse that they loaded patient on the table to start the examination and they could not move the table or the c-arm and tried rebooting the system which did not resolve the issue. Analysis of the system logs by rse indicated that enable movement (enmv) request signal was active during system startup causing the geometry not being available for the customer. Biomed engineer at the hospital was advised by rse to replace the geometry module which resolved the issue. After the replacement of geometry module, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movement partly unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.